Event description:
The hosp reported that at the beginning of a saphenous vein procedure and before cutting the side-branches, the pt's scrotum filled up with co2 gas. Gas bubbles were then observed in the right atrium. The pt was hemodynamically stable and there were no EKG issues. The pt was placed in trendelenburg position and the evh procedure was discontinued. The saphenous vein was retrieved by an open-leg technique. No other pt complications were reported by the hosp. This report is submitted because medical intervention was performed and the procedure was completed with an open leg technique. No device malfunction was reported by the hosp and the event is believed to have been caused by the physician assistant working too high up in the leg.